Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited a marker anomaly. The device has continued to be monitored. There were no patient consequences.